Event description:
It was reported that the patient experienced a loss of stimulation on (B)(6) 2012. The patient indicated that he was "fine during the day and had 6 accidents at night", but "later stated that everything had reverted back to the pre-implant state". The patient stated that he fell 3 times within the last week. It was noted that the patient reported having a urinary tract infection (uti) on the weekend of (B)(6) 2012 and that it was resolved after taking an antibiotic for 7 days. The patient further stated that "his urine was still dark and he felt a burning sensation while urinating". The patient had an appointment with his physician scheduled for (B)(6) 2012. The patient stated that he "had anxiety, depression and was under a lot of stress trying to organize his appointments" it was further noted that the patient was unable to feel stimulation and reported a lightning bolt on the patient programmer screen. The patient was also not able to get communication with or without the antenna attached. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v948945 serial# implanted: 2012 (B)(6), explanted: product type lead product ID, 3889-28 lot# v948945 serial# implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).